Event description:
On (B)(6) 2014, during use of the series iii straight drill, the device heated and the pt's lip and oral mucosa were burned. The day of the incident, the pt was provided skin care for the burn and sent home. Since the incident, the pt has received follow-up care and is in good condition.